Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. Data was evaluated, and the allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. The log was downloaded and reviewed finding a loss of connection. The allegation was confirmed. The root cause was determined to be the transmitter and application were unable to establish a connection.